Event description:
During a femoral line insertion, the sheath broke off into the tissue. The surgeon had to perform a deep incision to the groin area to retrieve the sheath. This required an additional 3 hours of surgery and patient will require further management of wound.